Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into multiple wall outlets. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) level was 82 mg/dl. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged. Upon follow up, the customer reported that the alert had not reoccurred after continuing to charge the pump. The customer would continue to use the pump for insulin therapy.